Event description:
It was reported that the lead dislodged and had no capture. The lead was repositioned but after repositioning it had high impedance it was discovered that the lead was broken and had an exposed conductor. The lead was explanted and replaced. No patient complications have been reported as result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.